Event description:
It has been reported to philips that when booting up the system, it got stuck. The system was not in clinical use when the issue was identified. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation it was found that host pc not powered on, checked power, and confirmed it was ok. System powered up and returned to use in good working order. After few days, issue got reoccurred. Fse replaced host pc and system was returned to use in good working order. Codes were updated based on the investigation outcome. Device problem code was corrected.